Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that two advantage fit systems were implanted during an anterior and posterior repair, sacrospinous hitch, insertion of tension-free vaginal tape and cystoscopy procedure performed on october 05, 2016, for the treatment of prolapse and stress urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury. The prolapse surgery involved a moderate sized anterior and then larger posterior repair incorporating sacrospinous hitch, the latter to anchor the vaginal vault to the strong sacrospinous ligament of the sidewall of the pelvis. An excellent anatomical result was achieved. The second part of the procedure was the insertion of a tension-free vaginal tape. The combined procedure was performed under spinal block to allow intraoperative tensioning of the tape. The patient was perfectly dry at the end of the cough testing. Additionally, cystoscopy revealed no particular abnormality. A suprapubic catheter was inserted. She was progressing well in the early postoperative phase.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: this was previously reported under MFR report 3005099803-2021-06984. Any new event information will be sent under MFR report 3005099803-2021-06984. Block b3 date of event: date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f12: serious injury has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an anterior and posterior repair, sacrospinous hitch, insertion of tension-free vaginal tape and cystoscopy procedure performed on (B)(6) 2016, for the treatment of prolapse and stress urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury. The prolapse surgery involved a moderate sized anterior and then larger posterior repair incorporating sacrospinous hitch, the latter to anchor the vaginal vault to the strong sacrospinous ligament of the sidewall of the pelvis. An excellent anatomical result was achieved. The second part of the procedure was the insertion of a tension-free vaginal tape. The combined procedure was performed under spinal block to allow intraoperative tensioning of the tape. The patient was perfectly dry at the end of the cough testing. Additionally, cystoscopy revealed no particular abnormality. A suprapubic catheter was inserted. She was progressing well in the early postoperative phase.